Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display became damaged while the device was carried in a pocket, resulting in an unreadable screen and impaired screen visibility, though blood glucose control was not impacted. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and return of the original unit. Investigation included customer interview, review of provided photos, and assessment of device function based on user report. Investigation of this case revealed a damaged display consistent with external physical damage to the device housing/display; no alerts or alarms were reported prior to replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.